Event description:
Boston scientific received information stating: the lead exhibited high threhsolds and no capture. Lead implanted (B)(6) 2011 dr. (B)(6) hospital- (B)(6) canada . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).